Event description:
It was reported that the patient passed away. The cause of death was renal. An autopsy was not performed. The pump would not be explanted. Whether this was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had chronic kidney disease prior to left ventricular assist device (lvad) implant. The patient started continuous renal replacement therapy (crrt) in the post operation period (B)(6) 2023. The patient was transitioned to scheduled hemodialysis on (B)(6) 2023. The cause of the renal failure was acute kidney injury mainly due to cardiorenal syndrome in the setting of volume overload and secondary to hypertensive nephrosclerosis. The event was treated with diuretics, crrt and hemodialysis. The renal failure was not device related. The device functioned as intended. The lvad did not worsen the patient's renal disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.